Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the cable connecting the distribution node (dn) and front therapy electrode (te) and the cable connecting the dn and ECG electrodes c and d was pulled from the dn damaging the pulse wire solder connection inside the dn. The cause of the constant gong alarms is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.